Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is excessive auditory noise. The device was evaluated upon receipt. Abnormally noisy circulation pump. Replaced circulation pump. After repair, the device underwent functional evaluation and passed applicable testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow into the arctic gel pads and connectors y had to be checked. Per sample evaluation results on (B)(6). 2023, it was reported that there were cracks on the level sensor, air bubbles noted in the inlet to the fluid delivery line and abnormally noisy circulation pump. The device was insufficiently heating, and the power cord was damaged. There was a wire of the heater damaged and there were missing fixing screws for the upper cage where it fixes the pump.